Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the atrial lead had high impedance, low p waves and a fracture was suspected. The patient refused a lead replacement so at the time of the device replacement, the atrial lead was plugged into the new device but the lead was programmed off. The lead remains implanted. No patient complications have been reported as a result of this event.